Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: had to balloon for 4 minutes at level of manta device. Additional information on the 10jan2023: during a tavr procedure on the (B)(6) 2022 single access was gained utilizing micro puncture and ultrasound, in the upper right common femoral artery. Vessel size was 6.8-7.5mm with moderate posterior calcification and no reported tortuosity. Manta depth was measured at 6cm and there were no issues advancing or withdrawing procedural sheaths. Act was 355 prior to closure and 50mg of protamine and an unknown amount of heparin were administered intravenously during the procedure. Time to hemostasis was less than 10 minutes. Patient's current condition was reported as fine post procedure.

Event description:
It was reported that: had to balloon for 4 minutes at level of manta device. Additional information on the 10jan2023: during a tavr procedure on the (B)(6) 2022 single access was gained utilizing micro puncture and ultrasound, in the upper right common femoral artery. Vessel size was 6.8-7.5mm with moderate posterior calcification and no reported tortuosity. Manta depth was measured at 6cm and there were no issues advancing or withdrawing procedural sheaths. Act was 355 prior to closure and 50mg of protamine and an unknown amount of heparin were administered intravenously during the procedure. Time to hemostasis was less than 10 minutes. Patient's current condition was reported as fine post procedure.

Manufacturer narrative:
Qn# (B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram images were obtained by vsi, indicating restricted flow at the access site, balloon inflation applied, successfully restoring flow. The device lot history record review indicated a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure in the right common femoral artery. Prior to closure, activated clotting time was 355, heparin and protamine were administered. Access was gained utilizing ultrasound and micro puncture, positioned at the upper third of the femoral head. The arteriotomy was 6.8mm x 7.5mm, moderate calcification, posterior wall calcification, and a depth measurement of 6cm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta was deployed to the measured depth, although a post deployment angiogram revealed decreased contrast distal to the access site. The physician applied balloon angioplasty for four minutes, restoring flow. It is likely the cause of the occlusion is possibly from plaque potentially blocking flow, or possibly propping a dissection open, blocking flow. It is suspected a dissection flap partially occluded the vessel; due to balloon inflations were the only required treatment to resolve the blockage. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and local trauma to the femoral or iliac artery wall, such as dissection. Precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure preparation suggests confirming via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram images were obtained by vsi, indicating restricted flow at the access site, balloon inflation applied, successfully restoring flow. The device lot history record review indicated a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure in the right common femoral artery. Prior to closure, activated clotting time was 355, heparin and protamine were administered. Access was gained utilizing ultrasound and micro puncture, positioned at the upper third of the femoral head. The arteriotomy was 6.8mm x 7.5mm, moderate calcification, posterior wall calcification, and a depth measurement of 6cm. No issues were encountered advancing or withdrawing the procedural sheaths. The manta was deployed to the measured depth, although a post deployment angiogram revealed decreased contrast distal to the access site. The physician applied balloon angioplasty for four minutes, restoring flow. It is likely the cause of the occlusion is possibly from plaque potentially blocking flow, or possibly propping a dissection open, blocking flow. It is suspected a dissection flap partially occluded the vessel; due to balloon inflations were the only required treatment to resolve the blockage. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and local trauma to the femoral or iliac artery wall, such as dissection. Precautions, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Procedure preparation suggests confirming via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Event description:
It was reported that: had to balloon for 4 minutes at level of manta device. Additional information on the 10jan2023: during a tavr procedure on the (B)(6) 2022 single access was gained utilizing micro puncture and ultrasound, in the upper right common femoral artery. Vessel size was 6.8-7.5mm with moderate posterior calcification and no reported tortuosity. Manta depth was measured at 6cm and there were no issues advancing or withdrawing procedural sheaths. Act was 355 prior to closure and 50mg of protamine and an unknown amount of heparin were administered intravenously during the procedure. Time to hemostasis was less than 10 minutes. Patient's current condition was reported as fine post procedure.